Manufacturer narrative:
The manufacturer was previously informed that a patient using an everflo oxygen concentrator was hospitalized in calais on (B)(6) 2025, after sustaining multiple burns¿particularly to the face¿due to a fire in their home. The patient initially reported that the incident was caused by an exploding television. However, during a follow-up visit on (B)(6) 2025, the patient told the technician¿who was delivering a portable concentrator to the hospital at their request¿that he had lit a cigarette while connected to the stationary concentrator. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer previously reported box b1 as an adverse event only. After further review, it was determined, b1 should have been reported as both a product problem and adverse event. The manufacturer has updated box b1 in this report. The manufacturer previously reported box h device problem code as adverse event without identified device or use problem. After further review, it was determined box h device problem code should have been reported as use of device problem-improper or incorrect procedure or method.

Event description:
The manufacturer was informed that a patient using an everflo oxygen concentrator was hospitalized in calais on (B)(6) 2025, after sustaining multiple burns, particularly to the face, due to a fire in their home. The patient initially reported that the incident was caused by an exploding television. However, during a follow-up visit on (B)(6) 2025, the patient told the technician, who was delivering a portable concentrator to the hospital at their request, that he had lit a cigarette while connected to the stationary concentrator. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Of note, per everflo user manual, section: warnings, "do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death.

Manufacturer narrative:
The manufacturer previously reported box h conclusion code as cause not established. The correct conclusion code should have been conclusion not yet available. The manufacturer has corrected the conclusion code in this report in box h.